Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 3 years 1 month after insertion of essure. On (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and headache ("headache"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and haematuria ("hematuria"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vaginal infection and haematuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, haematuria, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 3 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and headache ("headache"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and haematuria ("hematuria"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vaginal infection and haematuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, haematuria, headache, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in proximal left fallopian tube the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received. Reporter information, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 39-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 3 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and headache ("headache"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and haematuria ("hematuria"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vaginal infection and haematuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, haematuria, headache, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in proximal left fallopian tube the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 3 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and headache ("headache"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge") and haematuria ("hematuria"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, vaginal infection and haematuria outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, haematuria, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.